Event description:
Event description guidant received information that atrial impedance and sensing measured by this implantable cardioverter defibrillator (ICD) has decreased since implant, two years prior. A decrease in ventricular pacing impedance was also noted. During a device follow-up, three stored ventricluar tachyarrhythmic events were reviewd. In each, an intrinsic ventricular event followed the paced atrial event, but was not sensed by the device, as it fell within the blanking period; therefore, the device provided ventricular pacing stimulation. A ventricular tachyarrhythmia was initiated. One of the arrhythmias was sustained and device detection criteria was satisfied. The device provided shock therapy and the arrhythmia terminated.